Event description:
It was reported when the patient turns on the right side therapy, the feeling starts in the left side first. The patient had two programs (one for left, one for right). When the right side was turned on, the stimulation started in the left side first and then if the stimulation was increased it would cover the right side. X-rays had been taken immediately after the procedure indicating nothing had moved. There had been no known trauma. The patient had lost weight and had problems with the paddle in the shoulder blade making it hard to stretch out. Additional information indicated the patient had lost stimulation coverage. The system checked out; no issues were noted. The device was reprogrammed and better coverage was gained. No devices had been replaced. The patient was receiving effective stimulation but was not getting full coverage as desired. Additional information received from the hcp indicated the cause of the event was unk. The patient experienced a return of pre-existing pain. There was no change in the patient condition; the implant failed to function properly. The x-ray showed no change in excellent implant position. Reprogramming was tried and was unsuccessful on one side. A revision was discussed but the patient declined due to complications. A pain pump will be considered.

Manufacturer narrative:
(B) (4)